Event description:
It was reported that this right atrial exhibited noise and oversensing . Reprogramming of the device was performed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).